Event description:
It was reported that this right ventricular (rv) lead had observations of noise that was oversensed as ventricular tachycardia (vt) causing inappropriate shock therapy. The noise was able to be reproduced with isometrics. It was also reported that there were out of range high impedances greater than 2500 ohms. The therapy was turned off, and the physician was planning to do a lead revision or change the patient to an subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).